Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to m-02 energy activation error. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) or erbe cautery was having an issue. Live logs show error m-02 for erbe cautery. Technical support engineer (tse) informed customer to restart cautery and reset the connection at the back of cautery; however, the issue remained after the cautery restart. The customer did not have an external backup cautery. Tse informed that the erbe cautery would needs to be replaced to resolve the issue. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported issue could not be confirmed through system log review. A visual inspection identified a hairline crack on the top left corner of the unit¿s front bezel; otherwise, the unit was found to be in good condition. The erbe was tested on the system and successfully cauterized all ports and instruments without any issues. The erbe was then sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.